Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed increasing threshold. It was noted that per the lead trend, the threshold level remains within expected range and programmed within the safety margin. The lead remains in use. No patient complications have been reported as a result of this event.